Event description:
The customer reported a small amount of bloody fluid leak from the secondary probe wash truck of the lh 500 hematology analyzer. The customer indicated that the leak was not contained within the instrument. The customer was wearing a laboratory coat, glasses and gloves at the time of the event and no exposure or injury was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and found a leak at the aspiration probe on the bsv (blood sampling valve). The fse noted that the probe wipe block did not fully extend the full length of the sample probe during the probe backwash cycle due to misalignment and the probe was spraying diluent. The fse reseated the vacuum lines on the probe wipe and cleaned the side rails for the probe wipe assembly to resolve the leak. Failure mode is attributed to a misaligned probe wipe block. Results: misaligned probe wipe block. (B)(4).